Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the physician implanted the universa firm ureteral stent set with the tether on; however the tether broke off from the stent. The physician placed the stent at the intended location. It was further reported that the patient will need a subsequent procedure to remove the stent due to tether breaking. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.

Manufacturer narrative:
Investigation - evaluation. The universa firm ureteral stent set was not returned/received for an evaluation. Based on the information available a definitive root cause for the report of the tether breaking off the stent could not be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed there have been no other complaints received associated with the lot. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.